Event description:
Pt had a left port-a cath placed in 2000 for venous access. In 3/2001 this was found to be nonfunctional, and on eval, actually was found to be ruptured with the distal catheter residing within their heart. Pt underwent percutaneous transcatheter removal.